Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 10-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had a "revision" of their leads "about a year ago" because the "leads had migrated again". Pt can't remember when they noticed the leads migrated because it's hard to keep up because they had "quite a few" revisions and this was "like the 4th revision." Pt noted their hcp was dr. (B)(6), but dr. (B)(6) did the last revision. Patient services specialist (pss) documented reported information. Redirected caller: other.